Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a multiple drawer and pocket failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer failed. A field service engineer found that the hardware test application was not functioning on the station. The issue was resolved by reseating the row board cable and tightening the screws for the drawer solenoid. The customer tested the repair and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.